Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 400 mg/dl with unspecified level of ketones, polydipsia, polyuria and nausea associated with an alleged power issue. Reportedly, the patient discontinued pump therapy and then resumed pump therapy after replacement. The patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient was treated as home for the high blood glucose. During troubleshooting with customer technical support, it was found that the battery compartment was cracked which lead to the pump rebooting. It was also reported that the battery cap top was cracked and worn, and the patient was unable to tighten the battery cap. It was also reported that the basal rates were changed as well as the bolus settings. This complaint is being reported because the patient experienced hyperglycemia associated with an alleged power/damage issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02 -jan-2019 with the following findings: during investigation, all investigation steps above were completed with test battery cap that was able to secure and maintain connection. The pump was returned with a cracked battery compartment and stripped battery cap threads, cap is unable to secure causing reboot and power loss. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.